Event description:
It was reported that this right ventricular (rv) lead became fractured resulting in lead pace impedance measurements greater than 3000 ohms. It was noted that revision is being considered at this time. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).